Event description:
Baxter global affiliate reported patient (pt) receiving hemodialysis on the meridian device. Healthcare professional (hcp) was disconnecting patient at the end of the treatment when patient suffered heart failure. After device was evaluated, facility continued to use device with no further events to report.